Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by improper user handling. The following description was found in the instruction manual. Following this could prevent the event: - "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." - "be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." Multiple attempts to obtain additional information were made, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed; no image was displayed during testing and the cause assigned to a faulty cable unit. The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the device was "not working." There was no patient injury, associated with the problem, reported to olympus.